Event description:
Related manufacturer report number 1627487-2021-01829. New information received states that the lead and extension were explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced some falls and ineffective therapy. As such, the patient had an exploratory procedure on (B)(6) 2020 and high impedance was noted. The lead was fractured. The physician disconnected lead from the system and left as is. The patient is without therapy at this time. In surgical intervention may take place at a later date to address the issue.